Event description:
It was reported that patient was revised to restoration modular due to stem being loose.

Manufacturer narrative:
An event regarding loosening involving a secur-fit stem was reported. The event was not confirmed. Medical records received and evaluation: review of the provided x-ray by a clinical consultant concluded that the event could not be confirmed nor a root cause determined without further information. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided however there is no evidence that the event was material or manufacturing related. Further information such as return of the device, further pre- and post-operative x-rays, operative reports as well as patient history, detail on the reported fall of the patient and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that patient was revised to restoration modular due to stem being loose.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.